Manufacturer narrative:
The device was subjected to visual external and internal inspection, as well as functional, and flow testing. The evaluation determined that the issue was caused by an occlusion, blocking the fluid path. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
The event was determined to not be reportable based on the information reported on (B)(6) 2017. The event was later determined to be reportable based on the additional information reported on (B)(6) 2017. Internal complaint number: (B)(4).

Event description:
A health care professional reported on (B)(6) 2017 that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced increased muscle spasms and pain. Based on the information received at this time, the event was not considered reportable at the time. On (B)(6) 2017 it was reported that a catheter access port (cap) dye study was performed. The physician was unable to withdraw fluid from the catheter and suspected a catheter problem. The physician made the decision to replace the catheter. During the catheter revision surgery on (B)(6) 2017, upon removing the pump from the existing catheter, the physician observed flow from the catheter. However, the explanted pump was primed twice on the back table without any fluid flow observed.